Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited intermittent low out of range pacing impedance measurements less than 200 ohms, in addition to noise and oversensing that resulted in pacing inhibition with greater than two seconds of asystole. Additionally, some unnecessary rv pacing was observed. Technical services (ts) discussed troubleshooting options. Subsequent information was received from the physician, that noise and oversensing was also observed on the right atrial (ra) lead, in addition to undersensing on the rv lead. The physician planned to program the device to aair. No adverse patient effects were reported. This product remains in service.